Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the chip in the reservoir compartment and the top piece was broken off. The customer reported that the pump to reservoir compartment ring the reservoir was unable to lock in place when inserted into pump. The customer was advised to revert to backup plan. The customer was advised to call health care professional for instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement test due to completely broken reservoir tube lip. Device had missing end cap sticker.

Event description:
Incident date has been changed to (B)(6) 2018.